Manufacturer narrative:
(B) (4).

Event description:
Following pump replacement (see MFR report #: 3007566237-2010-03368) the patient was not having optimal results. The managing facility did a spiral CT scan and was told by their pediatric neurosurgeon that the results were normal. The patient continued to have trouble and they did a 50 mcg bolus with some results. The spiral CT scan was done again in (B) (6) 2010 and again the results were read as normal. On (B) (6) 2010, during a refill procedure, the physician was expecting 7 cc in the reservoir but got nothing in return. The physician felt confident that he was in the right location, so he proceeded to place the drug; the physician did not pull back to make sure he was in the pump. Approximately 1 hour after the refill, the patient was doing well. The physician accessed the pump and was able to withdraw the 40 cc that he had placed. He then pushed the drug back into the pump; the loss of the 7cc expected volume had no explanation. The physician made an approximate 5% increase to the patent's pump rate. The physician had concerns that the catheter was possibly not working. The patient's care was being transferred from a children's hospital because the patient was no longer considered a child. The transferring physician requested that the new physician review the patient's old CT results and go from there. The new physician did review the CT results and said that both scans showed a subdural catheter. On the evening of (B) (6) 2010, the patient was being taken to the children's hospital emergency room intubated and apparently in baclofen overdose. The physician that did the refill used compounded drug, so the staff at the children's hospital withdrew the drug, did a rinse and refilled the pump with lioresal. They also decreased the rate by the 5% that it had been increased by the day before. The new physician felt that a subdural catheter could cause the overdose. The patient was transferred from the children's hospital to another hospital for a catheter revision. The catheter was placed in the ventricle on (B) (6) 2010. The patient developed mrsa and the newly placed catheter and pump were removed along with the patient's shunt. As of (B) (6) 2010, the patient was still in the hospital.